Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05204 for the other associated device information. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the physician passed the first autotome through the scope and positioned the device at the papilla. Before performing the sphincterotomy, the physician noticed that the tip appeared to be slightly deformed and nicked. The same thing happened with the second device. The customer reported that both devices were tested prior to use and no damage was noticed during the testing. There was no damage to the packaging. The procedure was completed with a third autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (tip damaged, deformed and nicked). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).